Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 57 sealed 24g x 0.75in. Nexiva units from lot number 1155068. Additionally, 18 photos were received for investigation. Gross visual and microscopic inspection found foreign matter (fm) inside all 57 units. Additionally, the septum of one of the attached q-syte on unit 33 was found to be pushed in. The defect of pushed in septum was confirmed. Microscopic inspection of the q-syte found that adhesive was present where the septum column comes into contact with the q-syte top body. There was no adhesive found on the rest of the q-syte top body rim or on other sections of the septum. This observation indicates a possibility of inadequate bond at time of manufacture. During manufacturing, low bond strength (or insufficient adhesive), septum misorientation, damage to the top body of the q-syte, and damaged tooling may result in the septum being pushed in. Operator-controlled checks for bond strength and septum damage are performed to mitigate the risk from this type of defect. Additionally, preventative maintenance (pm) is performed to ensure tooling is replaced per the quality plan and the equipment is functioning properly. Pm records were inspected and found to up to date during production of the involved sub-lots. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the septum was found pushed into the bd nexiva¿ closed IV catheter system. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided via the bdj investigation team: "the septum of one of the attached q-syte on unit 33 was found to be pushed in."